Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer has been using injections since receiving the alarm. Customer received the alarm when they completed a set change. Customer's blood glucose was 13.2 mmol/l. Customer stated that the pump cannot rewind. A replacement pump will be sent out. Customer was advised to remain on a back-up plan until the replacement arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The rewind feature functioned properly during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.